Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during angioplasty of a heavily calcified, restenosed lesion in the superficial femoral artery, the foxcross balloon ruptured at approx 12-13 atmospheres. The complete balloon was removed and another foxcross balloon was successfully used. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.